Event description:
On 12/30/2009, pt's husband reported pt was changing the insulin cartridge on (B)(6)/2009 and the plunger got stuck on the piston rod. Verified that only a small amount of insulin spilled into the cartridge compartment of the infusion device. Husband reported that pt spilled about 2 - 3 units of insulin in the infusion device. Verified pt was able to dry out the infusion device. Pt's husband reported he already attempted to remove the plunger without success. Assisted husband to attempt to remove the stuck plunger; husband was able to remove the stuck plunger from the piston rod. Pt is currently using her backup infusion device. Advised pt to switch back to her primary infusion device; husband stated he is able to do this on his own. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.